Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have experienced blood glucose versus sensor glucose differences. The customer indicated that the sensor glucose was 14 mg/dl and blood glucose was 75 mg/dl. At a later time, blood glucose went to 108 mg/dl and then to 600 mg/dl. The customer indicated that hyperglycemia signs were noticed with one sensor and hypoglycemia signs were noticed with another sensor. No further details wee provided.